Event description:
Additional information received from the patient reported that the por message cleared and the patient was able to communicate with the implantable neurostimulator once the swelling went down and bandages were removed.

Event description:
It was reported that there was a power-on-reset (por) error code. There was recent medical test or electromagnetic interference (emi) environmental exposure. The patient was implanted two days prior to the report and they did the settings before the surgery. The patient did not feel stim. It was reviewed that electrocautery could be related to the issue. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID neu_interstim_ins, serial # unknown, product type implantable neurostimulator; product ID neu_unknown_lead, lot # unknown, product type lead. (B)(4).